Manufacturer narrative:
The customer hmi (hygiene microbiological investigation) results reported the device tested positive with pseudomonas aeruginosa at less than 100 cfu, microorganism revivable at greater than 63 cfu. The ofr hmi (hygiene microbiological investigation) results reported the endoscope device channel (all channels) was conform, with results of less than 1 fcu. Ofr (olympus (B)(6)) (B)(6) olympus subsidiary for hmi (hygiene microbiological investigation) results obtained comply with the target level defined in the regulations of (B)(6) outlined on (B)(6) 2016. The results are conform to french recommendation. Rrc (regional repair center) (B)(6) olympus device evaluation findings are below: during incoming inspection did not found any damage, no defects found or lack of conformity. The product was sent back to the customer without any repair. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, after a microbiological routine control test on the subject medical device as required by (B)(6) regulation, the user detected an unexpected contamination. The issue found during reprocessing. The user then sent the device to the ofr (olympus france) french olympus subsidiary for hmi (hygiene microbiological investigation) for further investigation. The user did not report any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The cleaning, disinfection, and sterilization of the scope was performed by the customer: precleaning: performed suctioning and flushing. Detergent: ranklab ddn9. Manual cleaning: brush: no information. Detergent: no information. Manual disinfectant: not performed. Aer: soluscope s4. Detergent: soluscope cln. Disinfectant: soluscope paa. Storage: drying cabinet dsc8000. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the relation between the event and the device could not be confirmed. Though lower than that standard value, growth was confirmed after reprocessing in accordance with the instructions for use (IFU). This information is addressed in the instructions for use (IFU): "reprocessing manual:1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. " olympus will continue to monitor the field performance of this device.